Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2 ((B)(6) 1996, (B)(6) 1999)). No vaginal bleeding or pain. Concurrent conditions included headache, amenorrhea, rash trunk and skin fissure. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings,") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, 1 year 4 months after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdomen") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure/ hysterectomy with bilateral salpingectomy, left oophorectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain outcome was unknown and the mood swings and abdominal pain lower had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, dysmenorrhoea, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Hcg-negative surgical pathology report- diagnosis uterus, right and left ovaries and fallopian tubes: hysterectomy with bilateral salpingo-oophorectomy: uterus: endometrium: benign endometrium. Myometrium: adenomyosis, superficial. Cervix: chronic inflammation, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr , new reporter, patient relevant information lab date, patient demographic information, essure indication, start stop date ,concomitant and event abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: mood swings, dysmenorrhea (cramping), abdomen and cramping were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In april 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.